Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in and reported the customer overdosed on insulin after hooking up a new infusion set and the pump was prompting to prime the line. Customer's blood glucose was 25 mg/dl. Half of the customer's reservoir was empty, despite the fact they had just filled it. Later, the insulin was continuing to shoot insulin out from the tubing after the button was released. The customer's blood glucose was 400 mg/dl. Customer was not wearing the insulin pump during priming. At the time of this report, customer's blood glucose was 549 mg/dl. It was advised that customer speak to 3rd party manufacturer of infusion set for troubleshooting.